Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between december 8-10, 2024. H11: the actual device was not available; however, a photograph and videos of the sample were provided for evaluation. The returned photograph and videos were reviewed, and the reported leakage was easily visible from the administration spike port bonding area. The reported condition was verified. The cause could not be determined; however, is likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva (ethylene vinyl acetate) bag was leaking from the membrane port. The leak was observed prior to patient use. There was no patient involved. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.